Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical products- unknown persona femoral catalog #: unknown lot #: unknown, unknown persona tibial tray catalog #: unknown lot #: unknown. (B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Product location unknown.

Event description:
It was reported that the patient was having bleeding issues and unresolved hematoma from initial surgery. Subsequently, the polyethylene articular surface was exchanged and a wash out was performed. Attempts have been made and no further information has been provided.